Event description:
Caller reported recurring occlusion issues over the past two months, with the most recent event occurring earlier today before contact. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl or read "high" on the cgm. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin, and cts transferred the caller for additional assistance.